Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed that kinks in the telescope assembly from femoral marker to the proximal end. Damage was observed in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the (B)(4) system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28mar2017. It was reported that poor and lost image occurred. During preparation, functional check was performed after setup, an opticross¿ imaging catheter was selected for use. However, the screen was dark and no image appeared. The device was reconnected but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed damage in the femoral marker.